Manufacturer narrative:
The reason for this revision surgery was reported as loosening. The previous surgery and the surgery detailed in this event occurred 2 years apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were disposed of at hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. There were no non-conforming material reports (ncmr) associated with the products that may have contributed to the reported event. The devices were within its expiration date at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to the cement mantle was not sufficient and was the cause of the implant loosening. There were no findings during this evaluation that indicate that the reported devices were defective. No other information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may contribute to an event that are outside the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Revision surgery - humeral component came loose post operatively. Surgeon noted to me that he thinks the cement mantle was not sufficient and was the cause of the implant loosening. During the revision case, the surgeon removed humeral component and condyles and used a longer humeral stem and changed out the condyle kit.

Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was reported as loosening. The previous surgery and the surgery detailed in this event occurred 2 years apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were disposed of at hospital and not made available to djo surgical for examination. Item: 114905 the device history record was not found among djo and available zimmer biomet records. Item: 540-00-000 a review of the device history record (DHR) show that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. There were no non conforming material report (ncmr) associated with the product that may have contributed tothe reported event. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to the cement mantle was not sufficient and was the cause of the implant loosening. There were no findings during this evaluation that indicate the reported devices were defective. No other information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may contribute to an event that are outside the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.